Event description:
The device was used during a general surgical procedure. It was reported that the knife failed to cut the tissue. Another device was opened to complete the case. There was no consequence to the patient.